Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported on behalf of the customer who received an unspecified sensor error while wearing the adc freestyle libre 2 sensor. Customer was unable to test and experienced loss of consciousness. Customer had contact with healthcare provider who diagnosed the him/ her with hypoglycemia and received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly, and no failure modes were observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.

Event description:
Customer's caregiver reported on behalf of the customer, who received an unspecified sensor error, while wearing the adc freestyle libre 2 sensor. Customer was unable to test. And experienced loss of consciousness. Customer had contact with healthcare provider who diagnosed the him/her with hypoglycemia. And received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Event description:
Customer's caregiver reported on behalf of the customer who received an unspecified sensor error while wearing the adc freestyle libre 2 sensor. Customer was unable to test and experienced loss of consciousness. Customer had contact with healthcare provider who diagnosed the him/her with hypoglycemia and received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 ( expiration date) and h4 (device mfg date) were updated based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.